Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed one manufacturing nonconformity that is not related to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely that the rupture occurred due to interaction with lesion calcification which is described as heavily calcified left superficial artery. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacturing, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified left superficial femoral artery. The 6.0 x 100 armada 35 dilatation catheter was advanced to the target lesion. The balloon was inflated to 16 atmospheres (atm) and a balloon rupture occurred. The device was removed from the anatomy without difficulty. There was no adverse patient effect. A second armada 35 dilatation catheter was used without issue. No additional information was provided.